Event description:
The customer notified siemens on 09/11/2014 of an issue during off-line review at oncologist. Reportedly, when loading a cone beam CT (cbct) and changing the isocenter after auto registration, the registration as well as the offset will be incorrect after saving, closing and re-opening the pt. However, the problem can be avoided by doing another auto registration after changing the isocenter during cone beam. There is no report of injury or mistreatment to a pt. This reported issue occurred in poland.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2014 and this MDR is being mailed on 10/10/2014. The investigation is on-going and a supplemental report will be submitted upon completion.